Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(4) 2012, covidien was informed of a customer who had an issue with a cardiothoracic catheter. The attorney alleges that, on or about (B)(6) 2007, a pt was admitted into the hospital for a left thoracotomy with resection of a joint bleb of the upper lobe of the left lung. The attending physician placed two 36 french argyle drainage tubes in the plural cavity of the pt¿s chest. On or about (B)(6) 2007, the physician reportedly removed two tubes from the pt¿s chest. However, only one of the chest tubes was fully removed. The pt was forced to undergo another surgery to remove the remainder of the tube left in his chest.